Event description:
It was reported by service report that the foot right side rail did not lock in the upright position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: siderail latching mechanism was worn.